Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology, as the prolapsed and flailed condition of the posterior leaflet likely affected leaflet insertion in the clip. The reported worsening mitral regurgitation (mr) and heart failure appear to be a result of procedural conditions and due to the slda. The reported patient effects of worsening mr and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment resulting in acute heart failure and increased mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) grade 4, with posterior leaflet prolapse and flail. One clip was implanted, reducing the mr to 2. On (B)(6) 2017, the patient experienced acute heart failure and it was found that the clip was detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. No further treatment was attempted. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: on (B)(6) 2017, a second mitraclip procedure was performed. One clip was implanted, reducing the mr from 4 to 2 with a good patient outcome. No additional information was provided.